Event description:
The customer reported that the system displayed an error message during boot up.

Manufacturer narrative:
(B) (4). The ge service rep replaced the batteries. The system functions as intended. (B) (4) 06/17/2009.